Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for check circuit and circuit disconnect and flow was weak. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, ventilator service required codes were observed in the downloaded event log. The peeling of the air path assembly foam blocked the flow route, and it caused a flow to come out improperly. The device's air inlet path assembly was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming for check circuit and circuit disconnect and flow was weak. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, ventilator service required codes were observed in the downloaded event log. The peeling of the air path assembly foam blocked the flow route and it caused a flow to come out improperly. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete.